Manufacturer narrative:
Analysis found the device in backup vvi mode due to a discrepant hv capacitor.

Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a follow-up visit, the programmer showed an alert message backup vvi mode. It was not possible to reprogram the device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.